Event description:
Follow-up information revealed the patient underwent a pns retrial on (B)(6) 2015, which resolved the reported issue.

Event description:
It was reported the pt has experienced bilateral pain access the entire area at the lead incision site since implant. The pt also reported a ripping, pulling sensation with physical activity. However, the pt is receiving effective therapy of targeted pain area, which is her low back. The pt was instructed to return the system off for a week to determine if this helps alleviate her pain. Follow-up info revealed the pt continues to experience pain with stimulation during on or off. The pt will consult with the physician at a future date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Follow-up information revealed the patient met with the sjm representative on (B)(6) 2015 for reprogramming. It was reported the patient received good stimulation coverage.